Event description:
Customer reported her insulin pump had a false threshold suspend. Customer's sensor reading was 50 mg/dl, but her blood glucose was 101 mg/dl. Customer was educated on the differences between sensor glucose readings and blood glucose levels. She was told to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)